Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicates that dislodgement was confirmed via fluoroscopy. There were no any clinical observations noted. This lv lead was explanted. No additional adverse patient effects were reported.